Manufacturer narrative:
Device evaluation: the returned precice stryde nail was visually inspected and the anti-rotation lug was disengaged from the housing tube which confirmed the reported failure mode. The barbs of the anti-rotation lug had minor damage, likely from the disengagement which occurred during the removal of the device. Functional testing and x-ray did not apply due to the nail's condition. The work order was reviewed and confirmed the device passed all inspections. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. The device was properly manufactured and inspected per the work order for lot # 9022208aaa. The root cause for the disengagement of the anti-rotation lug from the housing body cannot be identified. Device history records review: a review of DHR for the returned unit confirmed that it met all the required quality inspections prior to shipment.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Information was received that during explant the nail came apart. No patient harm was reported.